Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that one week after implant, pacing thresholds were increasing on this right ventricular (rv) lead. The patient presented with bradycardia with their heart rate (hr) in the 40's. The right ventricular automatic threshold (rvat) test was in suspension and loss of capture (loc). It was reported that at the time of initial implant, placement difficulty was noted and tissue needed to be washed out of the helix mechanism. Rv lead revision is scheduled and no adverse patient effects were reported. This investigation will be updated when additional information is available.

Manufacturer narrative:
This report is being submitted to update additional information in section b5.

Event description:
It was reported that one week after implant, pacing thresholds were increasing on this right ventricular (rv) lead. The patient presented with bradycardia with their heart rate (hr) in the 40s. The right ventricular automatic threshold (rvat) test was in suspension and loss of capture (loc). It was reported that at the time of initial implant, placement difficulty was noted and tissue needed to be washed out of the helix mechanism. Rv lead revision is scheduled and no adverse patient effects were reported. This investigation will be updated when additional information is available. Upon receiving additional information, it was reported that this right ventricular (rv) lead was reused to be repositioned and fixed to the myocardium. No additional adverse patient effects were reported.